Event description:
Pharmacy technician was mixing chemotherapy using the cstd (closed system transfer device) textum. The tip of the vial adapter broke off while the technician was drawing up chemotherapy. The tip went flying to the side of the hood and chemo sprayed as it did. The same thing then happened again on 2 separate occasions during the afternoon. Contact with the company will be initiated as well. However mylast report of product error to them did not result in resolution of any of the problems we have been experiencing.